Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that the patient underwent a total hip arthroplasty on (B)(6) 2015. Subsequently, the patient was revised on (B)(6) 2015 due to disassociation of the femoral head from the bi-polar cup.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants.¿ number 8 states, "dislocation and subluxation." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-03763 / 03764).

Event description:
It was reported that the patient underwent a total hip arthroplasty on (B)(6) 2015. Subsequently, the patient was revised on (B)(6) 2015 due to disassociation from the head and shell.